Manufacturer narrative:
The UDI , manufacturing date and expiry date of the device is unknown. Should the device information be received, a supplemental MDR will be filed. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the patient was observed to be bleeding into the abdomen. The impella involvement in the reported injury, how the complication was managed, and if hemostasis was achieved are unknown. The procedural outcome was the patient expired on support. There is not enough information to exclude the impella device as an associated factor in the patient's demise.